Event description:
It was reported that t1 was deployed but the t2 implant did not get deployed. The knob did not go till the end and give a click sound. Additionally the meniscus had to be repierced again and the earlier deployed t1 had to be removed from the meniscus.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.